Manufacturer narrative:
F2203. A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: lymphadenopathy. Unable to observe, since it is not related to the device. Silicone migration: unable to observe, since it is not related to the device. Rupture: observed, but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required, as no manufacturing. The event of lymphadenopathy is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration and lymphadenopathy.

Event description:
Healthcare professional reported rupture, lymphadenopathy and silicone migration. The device has been explanted. This relates to the right side.